Manufacturer narrative:
Event is still under investigation.

Event description:
As per complaint form: a (B)(6) male pt with bladder cancer and (B)(6) underwent kidney nephrostomy on (B)(6) 2014. The physician punctured with a 20 g special needle through a major calyx with no remarks, .018 wireguide from the set through the needle, there was some resistance so the wire guide was withdrawn and the needle were repositioned, new attempt with the wire guide in to the renal pelvis with no remark, insertion of assembled introducer set over the wire, some resistance when passing the renal capsule, but with some force the introducer is placed in the pelvis. The wire guide is withdrawn together with the dilator and stiffener and the sheath is left alone. Contrast media is verifying the right placement of the introducer, .035 amplatz ultra stiff wireguide is inserted into the renal pelvis, the tract is dilated with a 8fr dilator, insertion of another manufacturer's 8fr skater nephrostomy catheter over the wire with no remarks. Contrast media for verification of good position of the pig tail into the renal pelvis. At this point, the operator noticed some foreign object in the ureter, but he thought is was something left by a urologist after some retrograde procedure. Later in the afternoon the pt had a open surgery done and the surgeon found the distal part of a .018 nitinol wire guide in renal pelvis and down in the ureter. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.